Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer not functioning due to not being configured. The technical support specialist (tss) selected and assigned drawer; verified by issuing item cubie opened as expected and functionality restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid for bin 08 to 12, position 13 did not open during an issue transaction for patient however, the same cubie functioned correctly during a cycle count, indicating that the hardware was operating as expected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.